Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was initially received at zoll japan and the customer's report was verified and attributed to depleted batteries. The device was received at zoll medical corporation and the customer's report was again verified and attributed to depleted batteries. Review of the device log showed messages indicating the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.